Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring above 200 ohms. No adverse patient effects were reported. This lead remains in service.